Manufacturer narrative:
(B)(4). Applications support manager (asm) visited site and recommended changing spot and line settings for the system back to where they were originally and adjusted the energy. Discussed in detail with the surgeon the changes in energy settings when using smaller spot and line for creating inlays and flap treatments. Surgeon reported to abbott representative that he recently changed the spot and line on both flaps and inlays treatment but did not change the energy settings. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient had procedure on (B)(6) 2016 in left eye. Best corrected visual acuity (bcva) 20/20. Patient presented with subtle mild interface haze on (B)(6) 2016 in left eye. Bcva 20/20 in left eye. Patient was given lotemax 3 times a day for left eye for 3-4 weeks after that every day for 4weeks.